Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope experienced scope communication error e315. The issue occurred during reprocessing. There was no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the from the investigation, the reported event was confirmed. The probable cause was attributed to damage of the bending section and the image sensor unit. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.